Event description:
It was reported that during an unknown procedure, the trocar did not lock. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the reset button in armed position thus, no testing could be performed to evaluate the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event description: the trocar did not lock. Was this the shield that covers the knife that did not lock when through the tissue? Was this the adjustable cam that locks and holds the camera/device in place?